Event description:
The pt is reportedly experiencing intermittencies with her internal device. External equipment has been exchanged and programming adjustments were attempted however this did not resolve the problem. Revision surgery is being discussed.

Manufacturer narrative:
The intraocular lens was received, but not yet analyzed. No additional complaints for product manufactured in this lot have been received. Lens met all manufacturing specifications prior to release. While we are unable to definitively determine the cause of this event we do not believe it is manufacturing related.

Manufacturer narrative:
Optical inspection results of the received lens show that lens is diopter 22.5 according to specification. While we were unable to determine the cause of the event our investigation reasonably suggests, it is not manufacturing related.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication due to a diopter issue. The reporter stated the incorrect diopter was initially implanted.